Event description:
My medtronic micra pacemaker didn't pace as it was supposed to. Paced when it shouldn't and didn't pace when it should have. Caused painful pvc's and other arrhythmias and pain. Medtronic techs and cardiologist refused treatment and said everything was fine. It was not. FDA safety report ID # (B)(4).